Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the mfg documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to infection in 2009. There were no further details provided.